Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a crack and leak in the y-site needleless connector was confirmed and the cause appeared to be supplier related.. The product returned for evaluation was a 20g x 3/4"" w/y-site safestep infusion set. The returned product sample was evaluated and the luer connector was observed to be cracked. The characteristics observed during the investigation included: ¿ multiple cracks were observed which were longitudinally aligned ¿ functional testing of infusion revealed a leak(s) emanating from the crack(s) ¿ functional testing of aspiration showed that air was drawn into the syringe with test water the device involved in the reported event is a supplied component, and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient felt wet, then the nurse checked and found a crack on the housing of the needleless connector. It was stated there was no impact to a patient or user. No other information was provided.

Event description:
It was reported that the patient felt wet, then the nurse checked and found a crack on the housing of the needleless connector. It was stated there was no impact to a patient or user. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A batch history review (bhr) of asgqf025 showed no other similar product complaint(s) from this lot number.